Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device software error alarm. Troubleshooting for the device software alarm was performed. Customer advised the insulin pump alarmed and would not allow them to connect to the sensor. Customer advised a temporary basal was not programmed prior to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. No alarm noted. Unable to test with minilink transmitter due to alarm. The insulin pump had minor scratches on display window and cracked reservoir tube lip.